Event description:
It was reported that patient underwent primary knee procedure on an unknown date. Patient underwent revision surgery on an unknown date due to dislocation. Surgeon reported posterior area of the bearing was worn. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Implant date - unknown. Explant date - unknown. If product is returned or further information is received, a follow-up MDR report will be sent to the FDA. This item and event is associated with a previously reported MDR, see 3002806535-2012-00003. This report filed (B)(6), 2012